Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - e0724 hyperventilation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2026 in the morning, the patient¿s spouse reported that the patient began experiencing severe symptoms, including vomiting blood and near hyperventilation, which they believed to be related to diabetic ketoacidosis (dka). At that time, the cgm displayed a glucose value of 52 mg/dl, while a confirmatory fingerstick blood glucose (fsbg) measurement showed a significantly elevated glucose level of approximately 500 mg/dl. Due to the severity of symptoms, the patient was transported to the emergency room (ER) and subsequently admitted to the intensive care unit (ICU) with a diagnosis of dka. During hospitalization, the patient received treatment, including an intravenous (IV) insulin drip, although specific dosing details were not provided. The patient remained hospitalized from (B)(6) through (B)(6) 2026. On (B)(6) 2026, prior to discharge, the patient¿s fsbg was measured at 113 mg/dl. Following discharge, the patient was reported to be feeling improved but requires ongoing oxygen use. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.